Event description:
Litigation papers received. Papers allege patient suffers from pain, stiffness, inflammation, loss of mobility, discomfort, formation of metallosis and pseudotumors and chromium and cobalt metal toxicity. The patient has been recommended for an asr revision, but has not yet been revised. Specific details regarding the report are unknown. Doi: (B)(6) 2008, dor: unknown.

Manufacturer narrative:
There is no new information to report at this time. Per FDA request, this follow-up is being submitted to fill the gap in follow-up sequence numbers.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.